Event description:
A malfunction was reported regarding the pump, but no notable events occurred prior to the issue. There was no reported impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump to ensure continued insulin delivery and was sent a replacement pump with updated software. Instructions were provided for using the replacement pump and storing the malfunctioning pump for return to tandem within 10 days.